Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested and received. (B)(4).

Event description:
A surgeon reported that, approx 8 years following intraocular lens (iol) implant surgery, the pt experienced decreased visual acuity and blurred vision. A yag procedure and anterior [capsule] washing were performed, but the events continued. The surgeon reported that he believes the events were due to "sub-surface nano glistening" observed. The lens was exchanged for a different brand iol. In a f/u, the surgeon reported that following the exchange, the pt had subjective improvement and the slit lamp examination showed a normal result.